Event description:
Surgeon advised two nfix rods, implanted on an unknown date, were noted as broken following patient's involvement in a motor vehicle accident. Films show the rods to be intact prior to the mva and broken after the mva. Pt began to complain of back pain immediately after the accident. Surgeon plans removal of rods with revision.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.